Manufacturer narrative:
Review of the system run data did not identify any system issue. The alleged run showed real amplification curves. Additionally, investigation of the reagent kit did not find any product issue. The discrepant result allegation might be originated in materials and workflow used by the customer, different recollected/tested samples or sensitivity differences between systems. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR a customer from (B)(6) alleged a false positive result generated for a patient sample when using the cobas sars-cov-2 & influenza a/b assay test assay on the cobas® liat® system. Initial sample tested positive for sars-cov-2 on the cobas® liat® system. On (B)(6) 2021 testing of another swab sample with the cepheid sars/flu/rsv multiplex assay tested negative for sars-cov-2. On (B)(6) 2021, a new sample was collected and tested with cobas 6800 sars-cov-2 assay. This test generated a negative result for sars-cov-2. The sars-cov-2 positive result on the cobas® liat® system was released to the patient. No harm is alleged. According to the customer the sample was collected using nasopharyngeal swabs with trafalgar (al167cs)- 1 ml virus inactivation medium collection tube. This test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results.